Event description:
Artifact and high impedance was seen on the ecogs starting in (B)(6) 2024, and when impedances were checked, contact 1 had a high impedance compared to the other three contacts. The lead was replaced on (B)(6) 2024. The epileptologist suspects the hemaclip used in surgery to secure the lead in place could be the cause for the lead break.

Manufacturer narrative:
(B)(4). Both leads are pending return for investigation. Review of the lead ecog data is indicative of a lead break. Second lead reported to the FDA 3004426659-2024-00046.